Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported an incomplete capsulotomy with a tear or notch in the margin during a laser assisted cataract procedure. In the physician's opinion, device contributed to the event. Capsulotomy was completed manually. Additional information has been requested.

Manufacturer narrative:
No technical services were requested or performed on the system due to the reported event. However, a related service record (sr) for reported events of incomplete capsulotomy and internal illumination was not balanced. A company representative verified the system alignment and found no issues. Manual assistance with capsulotomy and surgery support were provided. All cases completed without any complications. For internal illumination, the company representative replaced the fiber, optic, unjacketed and assay, objective, and polarizer illumination. The company representative tested and verified the system to meet specifications prior to departure. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
Upon follow up, patient is reported to be doing well.